Event description:
Event description cpi received information that this endotak dsp lead was removed from service due to dislodgement caused by twiddler syndrome. The patient was receiving inappropriate shocks.